Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was presented in clinic with diaphragmatic stimulation. Upon interrogation, the left ventricular lead exhibited high impedance. The patient was in good condition and would continue to be monitored.